Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system aspiration catheter cat6x (cat6x), an indigo system lightning bolt aspiration tubing (lightning bolt), a non-penumbra sheath, and a guidewire. The physician completed two passes using the cat6x and the lightning bolt. While retracting the cat6x out of the sheath, the cat6x fractured at the distal end. The entire cat6x was removed by hand from the patient. The procedure was completed with a new cat6x. There was no report of an adverse effect to the patient.